Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that during annual maintenance testing of the device, the biomed could not defibrillate with the hard paddles into the simulator. When the shock buttons on the hard paddles were pressed nothing happened. The biomed switched the paddles to new ones and then the device functioned properly. There were no reports of pt use associated with the reported event.